Manufacturer narrative:
A steris service technician inspected the processor and found that the clamp from the inlet water piping to the processor's dual pre-filter was loose. The technician replaced the clamp ran a test cycle and confirmed the processor to be operating properly. No additional issues have been reported.

Event description:
The user facility reported that water was leaking from their reliance eps. No report of injury.